Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported failed flow transducer test could be duplicated. A damaged wire on the expiratory valve coil was found. The expiratory valve coil was replaced. The ventilator then passed all functional and safety tests and was cleared for clinical use. The replaced expiratory valve coil was not returned for investigation but provided picture shows a pinched cable on the expiratory valve coil. A pinched/damaged expiratory valve cable may result in a (intermittently) malfunctioning expiratory valve due to electrical short circuit and, by extension, to inadequate ventilation. This will be detected during pre-use check and during ventilation by generated alarms. The conclusion is that the reported pre-use check failure was caused by a pinched and short circuited expiratory valve coil cable. How the damage occurred has not been able to be determined.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. (B)(4).